Event description:
It was reported that the patient experienced a shocking or jolting sensation following exposure to a theft detector or security gate at walmart. The patient experienced a loss of therapeutic effect about 3 months ago. She had good results the first 4 months after implant, but now her symptoms are almost worse than before. The patient's device has been reprogrammed 4 different times with 4 groups programmed into the device. The patient was at home. The healthcare provider confirmed that the patient started to experience a lack of effect about 2 months ago. She had reprogramming done 1 month ago which did not significantly improve her symptoms. When the patient went through the theft detection scanners at dillion's or walmart; the patient experienced a shock like-sensation with pains radiating up her back. An x-ray confirmed that the lead was in a good position. The impedance measurements were within normal range. The patient's device was reprogrammed with 4 new groups.